Manufacturer narrative:
The field service engineer determined that a sample probe was out of adjustment. The probe was re-adjusted and the system was confirmed to be running back within specifications. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient urine sample tested with crep2 creatinine plus ver.2 on a cobas c 503 module. An incorrect result from the sample was reported outside of the laboratory. The sample initially resulted with a creatinine value of < 300 umol/l. The sample was repeated, resulting with a value of 2253 umol/l. The creatinine reagent lot number and expiration date were requested, but not provided.